Event description:
Additional information reported the patient had a catheter that was implanted on (B)(6) 2013 but was left unattached and connected to the existing pump that was stopped for approximately six weeks. The pump had been running on minimum rate since then and was restarted at .96mg/day morphine 20mg/ml. It was unknown if the patient is getting relief.

Event description:
It was reported the patient had a back surgery (not related to the drug infusion system) and the surgeon cut the catheter and left it there. They were now replacing the catheter. A catheter revision was being performed on (B)(6) 2013 to repair the catheter. The pump has been stopped since (B)(6) 2013. It was believed that the back surgery took place around the time that the pump was stopped. The pump was delivering morphine. Additional information reported the physician attempted to reconnect a new 8709 to the existing catheter that was cut, but could not find the existing catheter to attach it to. The physician did not want to connect a new catheter directly to the pump at that time. The patient has no working catheter at present. The pump was set at minimum rate from the stopped mode. It is unknown when a revision will be attempted again.

Manufacturer narrative:
Product ID: 8709sc, lot# n300767001, implanted: (B)(6) 2011, product type: catheter. (B)(4).